Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with 53.20ml fluorouracil and an unspecified diluent to a total fill volume of 198.80ml. The reporter stated that the expected therapy time was 7 days; however, when the device was inspected on day 6, only about 10% of the solution was found to have infused. The device was attached to a peripherally inserted central catheter (PICC) line in the patient's arm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured july 8, 2015 ¿ july 9, 2015. The device was received for evaluation with approximately 183 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.